Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 450 mg/dl at the time incident. The customer was treated with manual injection. The customer reported that the drive support cap was normal. The customer¿s current blood glucose level was 325 mg/dl. The customer also reported the insulin pump was squirting out of the side, when the customer was trying to prime the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, stained end cap sticker and minor scratched display window.